Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was anytime they go to charge their ins when they get done and the ins stimulation would be turned it off, the pt would be hurting real bad and wondered what's going on. The ins would shut off when charging the ins and they would hurt real bad for their back would start screaming at them and the ins would be off. The patient was redirected to their healthcare provider to further address the issue.